Event description:
It was reported on facility medwatch # (B)(4). That the cs300 intra-aortic balloon pump (iabp) failed battery test at less than 90 minutes. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp unit and confirmed battery test failed, running less than 90 minutes. To fix the issue, the fse replaced the batteries and completed a pm. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field - d5.